Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had no pressure to unit.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional information: tel - (B)(6). It was being reported that the cardiosave intra aortic balloon pump (iabp) had an issue regarding the "pressure related malfunction". Failure observed by end user ¿ no ibp pressure to unit¿. A getinge field service engineer (fse) evaluation examined fault logs and observed fault#107 numerous times. Failure with front end board causing no ibp pressure. Could not repair due to front end board not in mobile inventory. End user reported unable to zero blood pressure and loud audible alarm occurred. Fst arrived on site and inspected the logs. Critical fault code # 107 (an isolation digital signal processor reported excessive voltage data on the front end board) logged 61 times. The front end board pcb was replaced. Spv was removed and replaced with spv. Software reloaded. 30 psi transducers were re-calibrated along with the drive regulators. Complete pm performed with full calibration, functional testing and electrical safety checks to factory specifications. Unit returned to customer and cleared for clinical use. There was a patient involvement but no harm reported. The defective components were received for further investigation. This part was received with a reported unit failure message of fault code# 107. Performed visual inspection of this part received and part looks to be in good condition. Installed the front end pcba into the cardiosave test fixture sn and tested to the factory specifications per revision d and the cardiosave service manual revision q. Also, performed an autofill and begin pumping. Test the iabp by pumping for 30 minutes. The failure analysis and testing department could not verify the failure of fault code#107. Front end pcba passed testing. Retaining the front end pcba in the fat dept. As per procedure rev ak. The non-conformance with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.

Manufacturer narrative:
The defective components were received for further investigation. The failure analysis and testing department received the pn: 0670-00-1164 sn: (B)(6) front end board. This part was received with a reported unit failure message of fault code# 107. Performed visual inspection of this part received and part looks to be in good condition. Installed the front end pcba into the cardiosave test fixture sn (B)(6) and tested to the factory specifications per pn 0002-07-d016 revision d and the cardiosave service manual pn 0070-00-0639 revision q. Also, performed an autofill and begin pumping. Test the iabp by pumping for 30 minutes. The failure analysis and testing department could not verify the failure of fault code#107. Front end pcba passed testing. Retaining the front end pcba in the fat dept. As per procedure (B)(4) rev ak. The failure analysis and testing dept. Received part number 0670-00-1164 pcb, front end, rohs serial number (B)(6) from the supplier.

Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) had no pressure to unit. There was no patient harm reported.